Event description:
This unsolicited serious device case was received from united states on (B)(6) 2013 from patient's daughter. This case concerns a (B)(6) female patient whose knee buckled, fell and broke her ankle after receiving synvisc-one. The patient's past drug included synvisc-one in one knee (3 years ago without complications). No relevant medical history, other concomitant medication or concurrent condition was reported. On (B)(6) 2013, the patient started treatment with synvisc-one at a dose of 6 ml once (route, batch/lot number and expiration date unknown) in one knee for osteoarthritis. On (B)(6), 2013, the patient received synvisc-one in the other knee at a dose of 6 ml once (route, batch/lot number and expiration date unknown). On an unspecified date in 2013 (a few weeks later), the patient's one knee started buckling randomly. On an unspecified date in 2013, one day at the grocery, the patient's knee buckled and she fell, breaking her ankle. She underwent surgical placement of screws and a plate due to "ankle breaking" and remained in a rehab facility. Outcome: breaking her ankle: not yet recovered/resolved. Knee buckled, fell: unknown. A pharmaceutical technical complaint (ptc) was initiated. The conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated on (B)(4) 2013: this case concerns a patient who experienced buckling of knee leading to fall and ankle fracture requiring surgical intervention after receiving synvisc-one in both knees for osteoarthritis. There is no pharmacological or biological plausibility to prove a fall leading to ankle fracture due to the suspect. However, patient's underlying disease might provide an explantation for the patient's knee instability leading to fall.